Event description:
Needle pull-off. During surgery with no consequence to the pt.

Manufacturer narrative:
Samples from same lot number were tested for needle pull and results obtained failed to meet ethicon requirement for sample average. None of strands had value which fell below minimum individual requirement. Cause for this non-conformance will be investigated and appropriate corrective/preventative action wil be taken. Investigation review of mfg records showed that process was carried out per requirements and no deviations were reported or found. Review of finished goods records revealed that batch number met finished goods requirements. Samples were evaluated and "clip off" was not to be cause. Based upon info, investigation was not able to establish root cause. Associate awareness session was conducted with emphasis upon importance it has for surgeon during surgical procedrues.